Event description:
At the conclusion of the pvs (after removal of guidewire), white suture broke while cardiologist was trying to advance the knot. While trying to secure the second (green) suture, the green suture also broke. Cardiologist tied the remaining green suture to the white suture. Staff decided to observe patient with no immediate attempt to compress the access site. Patient developed an expanding hematoma. Femostop was placed with good results. The patient was stable with no bleeding. A vascular surgeon recommended an elective surgical repair of the artery since the pt was expected to be heparinized. Patient has successful vascular repair and was discharged the next day. Device was not returned for evaluation. However, review of receiving and manufacturing records revealed that sutures of the same lot number met product specifications and no manufacturing deviations were noted. Accordingly, user error is suspected in the pulling tying of the suture. The company representative attending the procedure confirmed this suspicion. The instructions for use direct that an arterial tamper be used to augment hemostasis in the event that suture breakage occurs after the guidewire has been removed. This procedure apparently was not followed in this case.